Manufacturer narrative:
The event took place outside of the USA (in (B)(6)) and was associated with a product that is also cleared for the market within the USA.

Event description:
Anatomical humelock 2 + glenoid 2 plots placed on trauma on (B)(6) 2020. Prosthesis placed a few weeks after the fracture because of multiple trauma patients with other lesions requiring more urgent treatment.. Due to instability and dislocation, the surgeon removal of all implants on (B)(6) 2021 in place and replace with a humelock reversed.